Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event.therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Event date unknown. Device brand name unknown. Device product code unknown. Device 510(k) number unknown. Product not returned to manufacturer.

Event description:
It was reported that the unknown screw was fractured.